Manufacturer narrative:
DHR review results: the exact lot numbers for the biolox forte head is unknown. On the device there is a tag number from the distributer. The tag number could be tracked down to the lot numbers which come into consideration. The DHR of the concerning lot numbers were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that a patient had right thr on (B)(6) 2004. Patient was satisfied until (B)(6) 2016 when he suddenly felt pain while stooping during shower. He had grinding noises. He had a revision surgery of the inlay and the head on (B)(6) 2016 after 12 years in vivo time. Review of received data: ap view x-ray dated (B)(6) 2010: thrs both on left and right hip are seen. Slight radiolucency is observed along the proximal femoral stem at right side. No other abnormalities observed. Ap view x-ray dated (B)(6) 2016: femoral ceramic head is seen to be broken. Femoral stem noticed to be forced from distal tip due to the closer contact with the ceramic liner. Ap view x-ray dated (B)(6) 2016: image taken after the revision surgery. Head and liner replaced. No ceramic pieces from the broken head observed. Implantation surgery report dated (B)(6) 2004: operation: implantation of alloclassic system with ceramic bearing on right hip. Surgery was completed without any complications. No obvious abnormalities were noticed in the surgical report except of the sentence "wrapping of the plastic inlay with ceramic surface". As the event of having a metal cup lined by a plastic liner and on top of it another ceramic insert is not possible, this sentence is most likely a mistake made by the hospital staff operating in the surgery. Devices analysis visual examination: ball head reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments due to missing fragments. This means that information got lost which may have been obtained from the missing fragments. Thus, the analysis of the fragments and the fracture surfaces must remain incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces as well as on the dome which are clearly assigned to secondary effects, I. E. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines over the whole circumference are expected. The expected primary metal transfer on the cone of the ball head cannot be found equally distributed. This might indicate a disturbance at the interface between stem and ball head. Additionally intensive metal transfer can be found. This metal transfer seems to be occurred after the fracture event of the ball head. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments. Due to this mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further information got lost which might have been helpful in the failure analysis. Lf the primary fracture event is triggered by hoop stresses inside the conical bore of the ceramic ball head the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. The primary fracture surfaces and the fracture origin cannot be identified due to secondary damages. Insert. The insert is not broken. Metal transfer: metal transfer of erratic appearance can be found on the face and on the inner sphere of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the ball head. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal shell, metal transfer patterns (primary metal transfer) are expected. Such metal transfer patterns can be found on the provided insert. Metal abrasion: on the polished surface of the insert an area of extensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the ball head. Increased wear: on the outer surface of the fragments of the ball head and the inner surface of the insert a clearly restricted area with increased wear can be found. However, it cannot be decided clearly, whether this area was generated by microseparation/ edge loading or caused by ceramic fragments and third-body-wear after the fracture event. The insert does not provide any hint regarding a possible cause of the failure of the ball head. Density and grain size: the density was determined on the fragments of the ball head. The measured density is complying with the delivery specification for biolox@forte components. Further on, the grain size was measured on the fragments of the ball head. The mean grain size is also complying with the delivery specification for biolox@forte components. Review of product documentation. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause determination, dfmea: fracture of head due to fracture of head due to insufficient material thickness (wrong design). Not possible: burst strength testing certifies the sufficient material thickness. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper. Not possible: pull-off force testing, torsion testing, torque-out testing certify the appropriate pull-off/torque strength. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: as there might have some particles left between the stem and head taper. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing. Not possible: material compatibility specification certifies the material compatibility. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset. Not possible: correct sizes were used. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations. Not possible: material combination is approved by zimmer biomet. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Not possible: material combination is approved by zimmer biomet. High wear, head fracture due to wrong raw material selection. Not possible: product specification (biolox forte) certifies the raw material selection. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper. Possible: no information about the stem is available, therefore cannot be excluded. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: no information about the patient activity is received. Conclusion summary the density and the grain size of the ball head were analysed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head and on the insert as a result of contact with metal parts after the fracture event. The expected primary metal transfer on the cone of the ball head cannot be found equally distributed. This might indicate a disturbance at the interface between stem and ball head. Due to secondary damages the primary fracture surfaces and fracture origin cannot be identified on the fragments of the ball head. Primary regular metal transfer can be found on the insert. On the polished surface of the insert an area of extensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem of the ball head after the primary fracture event. On the outer surface of the fragments of the ball head and the inner surface of the insert a clearly restricted area with increased wear can be found. However, it cannot be decided clearly, whether this area was generated by microseparation/ edge loading or caused by ceramic fragments after the fracture event. The insert does not provide any hint regarding a possible cause of the failure of the ball head. A disturbance at the interface between stem and ball head leading to an increase of stresses, may have caused the fracture of the ceramic ball head. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a biolox forte, head, s, 28/-3.5, taper 12/14 on (B)(6) 2004 on the right side. It was stated that the patient was satisfied but on (B)(6) 2016 while the patient was showering there was a sudden pain/bang in the hip and now grinding noises. The patient underwent a revision surgery on (B)(6) 2016, change of head and inlay.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ceramic head on the right side on (B)(6) 2004. It was stated that the patient was satisfied but on (B)(6) 2016 while the patient was showering a sudden pain/bang in the hip and now grinding noises. It is planned a revision surgery. As it only the year of implantation was provided, (B)(6) was taken for the implantation date: (B)(6) 2004.